Event description:
During use of the device for a cardiopulmonary bypass procedure, the user reported that the central control monitor stopped working. Two error messages occurred: "system computer needs service" and "error logging in process." The device (ccm) was not changed out. The user reported the surgical procedure was completed successfully, and there were no adverse consequences to the patient.

Manufacturer narrative:
Evaluation in progress, but not yet concluded.